Event description:
It was reported that this patient expired from organ failure due to an infection. There were no reported allegations that the event was caused by (B)(6) products. It was stated the patient was unable to do dialysis. In additional follow-up, the patient¿s pd nurse stated that the patient was initially hospitalized on (B)(6) 2026 due to a malfunctioning pd catheter (not a (B)(6) product). It was stated the patient last completed pd treatment with the (B)(6) cycler on (B)(6) 2026 due to the malfunctioning pd catheter. While hospitalized the patient had a hemodialysis catheter (not a (B)(6) product) placed and switched to hemodialysis modality. It was reported the patient was subsequently discharged (date unknown). However, on (B)(6) 2026, the patient became unresponsive at home (details not provided). The nurse confirmed that this did not occur during any dialysis treatment. The patient was readmitted into the hospital and was found to be in sepsis with organ failure. The patient subsequently expired on (B)(6) 2026. The nurse confirmed the patient was not in dialysis treatment when she expired. The nurse could not identify the source of the patient¿s infection. However, it was indicated that the patient did not have peritonitis or a pd related infection. The nurse confirmed that the event was not related to (B)(6) products. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).